Event description:
Clinical report states that the patient had bursitis. Report from sales rep states that the patient has now been revised because of pain and synovitis. Cultures were negative for alval. Another clinical report which states that the patient was revised because of osteolysis.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 2/24/16, 3/1/16, 3/2/16 - medical records received. Medical records reviewed for MDR reportability. Medical records and revision surgical note reported wear debris from the junction of the trunnion and head, limited range of motion, limited mobility, proximal femur lysis and alval. .lab results reported metal ions less than 7 parts per billion. Patient is part of the pinnacle cup study.

Manufacturer narrative:
Additional narrative: examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Medical records and xrays were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**Update: report from sales rep states that the patient has now been revised because of pain and synovitis. Cultures were negative for alval. This new information does not change the investigational results. Dor: (B)(6) 2012. **update: another clinical report which states that the patient was revised because of osteolysis. The lot code for the stem has been updated. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. **update** (B)(6) 3013 - patient's medical records were received. Records indicate upon revision corrosion was found on the trunnion. Existing MDR decision was changed for the srom stem and sleeve. **update** (B)(6) 2013 - x-rays were received. There is no change to the above statement. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Clinical report states that the patient had bursitis. Doi: (B)(6) 2006 dor: no revision (left hip). **update: report from sales rep states that the patient has now been revised because of pain and synovitis. Cultures were negative for alval. This new information does not change the investigational results. **update: another clinical report which states that the patient was revised because of osteolysis. **update** (B)(4) 2013 - patient's medical records were received. Records indicate upon revision corrosion was found on the trunnion. Existing MDR decision was changed for the srom stem and sleeve. **update** (B)(4) 2013 - x-rays were received. **update: (B)(4) 2013 - litigation papers received. Litigation alleges that the patient suffers from discomfort, soreness, difficulty with daily living activities, and toxic cobalt chromium metal ions and particles to be released into the patients blood, tissue, and bone. There is no additional information that would affect the outcome of this investigation.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No device associated with this report was received for examination. The adverse symptoms alleged and product code reported is associated with the depuy metal on metal articulation. A complaint database search and/or device manufacturing (DHR) reviews will not be performed. Per wi-3430 it has been determined that should related reports be identified a DHR review is not required. A review of the medical records was performed as part of the previous investigation. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device(s) was identified. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary